Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded a red heart alarm on (B)(6) 2016 during a clinic visit when connected to the power module. The alarm resolved when the system controller was switched to battery power and could be reproduced with patient movement while the system controller was reconnected to the power module. Reductions in the pump speed and estimated flow were observed during the alarm episodes and the patient reported unspecified symptoms. The system controller was reconnected to the power module using an ungrounded patient cable for device interrogation without alarms. The patient was switched back to battery power following interrogation and was admitted to the hospital. The system controller log file was reviewed by a representative of the manufacturer's technical services team and several low speed and pump stoppage events were confirmed. X-ray images of the driveline were also reviewed and no areas of concern was observed. The red heart alarms and pump stoppages continued and were reproduced with torso movements by the patient. The patient had reportedly gained over 70 pounds since lvad implant and an internal driveline compromise was suspected. The decision was made to exchange the pump on (B)(6) 2016.

Manufacturer narrative:
The report of pump stoppages and alarms was confirmed based on the information contained in the submitted system controller log file. The events recorded appeared consistent with a potential percutaneous lead (lead) wire compromise. Submitted x-ray images of the internal and external portions of the lead appeared unremarkable and did not reveal any obvious areas with potential breakdown of the braided shield. The lead was returned cut approximately 3 inches from the pump housing and the remainder of the lead was not returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. An area of breakdown in the metal braided shield and abrasion marks on the insulation of the underlying conductors were observed; however, examination under a microscope and high potential testing revealed that the inner metal conductors were not exposed in this area. The remainder of the returned portion of the lead was examined and appeared unremarkable. Visual examination of the pump¿s blood contacting surfaces upon disassembly of the returned device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The reassembled pump was operated on a mock circulatory loop and functioned as intended. Although the captured pump stoppages and alarms appeared consistent with a potential percutaneous lead (lead) wire compromise, a compromised wire was unable to be identified during the evaluation of the returned portion of the lead. Approximately 35 inches of the remainder of the lead was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.